Event description:
New information received indicates that the right ventricular lead exhibited high capture threshold and the right atrial lead exhibited noise again. The noise was not reproducible in clinic. Programming changes were made. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-13225. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and the right atrial lead exhibited noise that was oversensed by the device. The oversensing led to pacing inhibition. No intervention was performed. The patient was in stable condition.